Event description:
Close catch; mechanical ventilator ltv1200 sn: (B)(4) though passed standard vent check and leak test, failed scrutiny on test lung and o2 analyzer. Presented with large leak at exhalation valve on inspiratory phase with test lung not receiving volume and no supplemental oxygen delivery indicated by o2 analyzer. Unable to troubleshoot despite multiple configurations of tested vent circuits, supply hoses and ventilator settings. Application of this device on critically ill would have been life threatening. Vent was on loan from local fire department and returned to them. Follow up report indicated pump failure. FDA safety report ID# (B)(4).